Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Controller error alert on the pump, lost it's placement signal for a brief amount of time. The primary rn checked all connections & "wiggled" the white connector cable into the controller & the placement signal came back & the alert disappeared. No harm to the patient. The placement signal issue was most likely use related since the alarm resolved after wiggling the patient cable connector. The product was not returned to confirm. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump¿s placement signal was failing. The white connector cable was reseated and the issue resolved without any harm to the patient.